Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter read inaccurately low. The medical surveillance specialist contacted the patient's caregiver to obtain/clarify information. The caregiver said that the patient takes one reading per day at breakfast. At around 8 to 8:30 am nine days prior, the patient tested an obtained a reading of 28 mg/dl. She did not feel any symptoms at the time she obtained the reading of 28 mg/dl. She then ate more that she usually eats at breakfast due to the reading. She lied down soon after eating because she was feeling symptoms of headache, dizziness, and shakiness. The caregiver said these symptoms were indicative of hyperglycemia for the patient. Due to the symptoms, emergency services was called and arrived at 11:30 am. The caregiver said they tested on their meter and obtained a result of 311 mg/dl. Emergency services just told her what to eat for the rest of the day and to rest. They did not give her any additional treatment. The patient takes metformin and glipizide for her diabetes and does not adjust them based on meter readings. The patient's testing technique was correct and the puncture area was cleaned correctly. The meter was set to the correct unit of measure. This complaint is being reported because the patient alleged she obtained an inaccurately low reading, ate more than usual based on the reading, and suffered symptoms indicative of hyperglycemia thereafter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.